Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from germany stating that an m525 f50 emitted smoke during a surgical procedure. The smoke triggered a fire alarm. The operation was completed with another device, there was no patient injury.

Manufacturer narrative:
This is a final report. The investigation revealed that the root cause of the reported malfunction was a defective output capacitor c42 in the xenon power supply. The capacitor showed burn marks. Based on the identified root cause along with the review of the complaint statistic, it can be concluded that the reported issue is an isolated, random component failure with no indication of design or manufacturing issues and no evidence of an adverse trend. The defective xenon power supply was replaced. The m525 f50 works according to specification.